Event description:
It was reported that after announcing a meal as usual while using the ilet, the user experienced hypoglycemia with blood glucose dropping to 54 mg/dl, which they treated with oral carbohydrates and returned to 95 mg/dl within approximately 20 minutes; the user later reset the device with a trainer and was advised not to announce meals, after which performance improved. Symptoms included shakiness, dizziness, disorientation, fatigue, and nausea. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.